Event description:
It was reported that during a dialysis graft evaluation with de-clot and vascular intervention procedure, "the pac atrium balloon stent started to slip off the balloon, therefore they had to deploy the stent in an unintended location in the patient." The stent that was deployed in the unintended location was left in the patient. They used another device to place another stent where they had originally intended. The procedure was completed successfully. It was confirmed that there have been no complications for the patient as a result of the additional stent being left in their body.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. However, the original stryker sustainability solutions opened packaging was returned. The reported complaint device was not received for investigation, therefore, functional, visual, and dimensional testing/inspection could not be performed. The device history record (DHR) indicates the complaint device passed all inspection prior to release from stryker sustainability solutions (stryker). Since the reported complaint device was not returned for investigation the reported issue could not be substantiated. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: ¿ mishandling subsequent to distribution from stryker. ¿ received to stryker in nonworking condition. This report is being filed due to the stent being deployed in an unintended location and left in the patient. Device not returned.